Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) replaced the batteries and performed full calibration, functional and safety tests. The iabp was then returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery failed the run time tests during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.